Event description:
It was reported that during nexlink oct surgery four cortical occipital screws broke. The broken portion of the screws remained in the pt and could not be removed. Therefore, only 2 screws were successfully used to tighten down the plate and complete the case. The pt's bone was reported to have been very hard. It also was reported the surgical technique was properly followed. Mini tools, drill and cortical tap were used. The delay to the case was 16-30 minutes and no pt impact.

Manufacturer narrative:
The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.